Event description:
It was reported the patient presented post-implant procedure. During interrogation, it was discovered the pacing complex had changed and the left ventricular lead was not capturing. Fluoroscopy revealed the left ventricular lead had dislodged. The left ventricular lead was explanted. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported events of dislodgement, sensing issue, and failure to capture were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and double bend analysis were normal with no anomalies found.